Event description:
A device report received from (B)(4) indicates; (B)(4) reported: surgeon implanted two 7.0 mm ti pangea polyaxial screws at s1 and the two heads disassembled from the screw head. Surgeon removed the two screws and replaced with two others with the surgery time being extended.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history records review has been requested.